Event description:
The customer contacted stryker to report that power on/off button of their device was intermittently working. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to verify the reported issue. The stryker service representative replaced the device's main keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The defective main keypad was returned to stryker product analysis center (pac) for further testing. The pac technician was not able to duplicate the issue. No issue was found with the main keypad. Therefore, a further root cause could not be determined.

Event description:
The customer contacted stryker to report that power on/off button of their device was intermittently working. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.